Manufacturer narrative:
(B)(6). The device was manufactured march 28, 2017 ¿ march 30, 2017. The device was received for evaluation. The device had a black smear approximately 2.68 mm in length located on the outer surface of the tubing. The black smear is not in the fluid path. Fourier transform infrared spectroscopy (ftir) was attempted, but the black smear was insufficient to produce visible signals on the ftir spectra. Therefore, the material of the black smear could not be identified. However, microscopic examination suggested the black smear was morphologically consistent with ink. The reported issue was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had black particles on the inside of the tubing. This was discovered before filling. There was no patient involvement. No additional information is available.